Manufacturer narrative:
The device has been received by baxter for evaluation. Upon completion of baxter's investigation a follow up MDR will be submitted. (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that had "channel b air detected". The reported condition was clarified by the customer to mean that there was an air-in-line alarm when no air was observed in the tube. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. The software version of this device is currently not known.

Manufacturer narrative:
Evaluation: the reported condition of channel b air detected/ false was confirmed but not duplicated due to an out of calibration air in line sensor. The channel b pump head module was replaced to correct the reported condition. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of channel b air detected. (B)(4).